Manufacturer narrative:
Field service engineer (fse) went on site to evaluate the reported issue of grey connector of the device being broken. Upon evaluation, fse noted that there was an error in the placement of the grey connector in the device, preventing the connection of the connecting tube to the channel connector. Fse replaced the connector. Device was tested by fse with no issues or errors observed. Equipment repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Field service engineer (fse) went on site to evaluate the reported issue of grey connector of the device being broken. There is no reported harm to any patient. Upon evaluation, fse noted that there was an error in the placement of the grey connector in the device, preventing the connection of the connecting tube to the channel connector. This medwatch is being submitted for the reportable issue of error in placement of the grey connector in the device, preventing the connection of the connecting tube to the channel connector, observed by the fse during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the grey connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.